Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant had a impella cp pump support placed to support the patient admitted in with a st-elevation myocardial infarction. It was reported that at the end of case, patient being reversed with protomine, impella flows dropped suddenly with spikes in motor current. A clot was suspected. Once the impella was removed a clot was seen on outlet cage and motor housing. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. As per clinical impella flows dropped suddenly with spikes in motor current. Impella removed and clot seen on outlet cage and motor housing. The data log was reviewed and the flow was steady at p-9 until suctions occurred at time of reported flow issue on 02-apr followed by impella position alarms in aorta and ventricle which confirm unsuccessful attempts to solve the flow issue with repositioning. No placement signal issue observed. Motor current (mc) spike observed with no p-level change and drop in flows at the end of the support and before decision of impella removal. The root cause of the low pump flow issue most likely was biomaterial ingestion due to low activated clotting time (act)'s based on log and clinical review. As the necessary information was not provided, the root cause of the thrombus was not determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27764.